Event description:
It was reported that the pk dissecting forceps instrument's cables broke. This reported issue was identified during a da vinci s hysterectomy procedure. The reporter indicated that nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp was still installed in the clevis and did not exhibit any damage or wear marks. An electrical continuity test was performed with the instrument and passed. Additional observations found during investigations that were not reported by site was damage to the instrument's tip and main tube. One grip was bent causing side to side misalignment of grips. There was an 0.053" offset at the tips, indicating overloading at the tip. The distal end of main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.